Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, moisture damage was found on the keypad traces. No blank display or display anomaly noted. The device was programmed with current date and time and monitored for four hours and the device did function properly. No time clock anomaly noted. All the operating currents were normal. The unit was received with minor scratched display window and cracked reservoir tube lip. No moisture damage inside the insulin pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user input. Customer stated they changed the batteries but it did not resolve the issue. Customer stated they do not recall any significant events that led to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 120 mg/dl at time of reporting. Nothing further reported.